Event description:
Foreign objects, thought to be small insects, found in unopened package(s) of IV catheter. Manufacturer response for 18ga catheter, 18ga catheter (per site reporter).device given to mfg's rep for inspection.device #1is this a laboratory device or laboratory test?no.